Event description:
It was reported that the customer when to the emergency room (ER) due to an elevated blood glucose level of 720 mg/dl and present ketones that were not identified as life-threatening. While in the ER, the customer was treated with intravenous insulin and fluids. The treatment resolved the issue and the customer was released from the ER on (B)(6) 2026 with no permanent injury. The cause of the reported issue was due to a malfunction alarm. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.